Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen is damaged. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the display screen is foggy and the customer cannot read the screen. It was also found that the keypad buttons are not responsive especially the act and esc buttons. Customer also mentioned that the were in the hospital for knee pain. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All buttons functioned properly. However, found slight corrosion on the keypad traces. The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was tested with no display anomaly noted. The pump was received with cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window. No moisture damage was noted on the electronics assembly.

Manufacturer narrative:
The information provided in section b1, b2 and h1 were incorrect. The correction has been provided.

Event description:
It was reported via phone call that the customer's hospitalization was not diabetes related.